Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the distal end being detached was due to a stress problem identified. The most probable cause of the stress problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the image being off centered was due to an electrical/electronic component problem identified. The most probable cause of the electrical/electronic component problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the distal end was detached and the image was centering off. It was determined that the distal end and the imager needed to be replaced. There was no patient involvement.